Event description:
It was reported via repair work order that the footboard had intermittent power due to footboard control board cable was malfunctioned. It was also reported that the footboard pin connector was cracked and not holding in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.